Event description:
Device malfunction:unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure after an unspecified procedure. The device was received by an abbott vascular rep with only a note stating. "Mechanical failure". No method of hemostasis was specified add'l device info was requested but was not provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.